Event description:
Additional information received reported the patient was doing very well with no issues.

Event description:
Additional information received reported that the patient had issues with his tongue because his device had been turned off. The reporter stated that it was unknown how it got turned off but it was turned off over a period of 2-3 months 'at least,' because the patient kept getting worse with biting his tongue, 'fighting his mouth' and was 'awful' with his muscle spasms. It was reported that the device had not been turned off, but when it was checked it was found that it was off. The device was turned back on and the patient's eyes started blinking a lot 'and so on' and then the patient stopped and 'was fine' and put his thumb up and smiled and said he was better. The reporter stated that the patient was completely relaxed and wasn't biting his tongue anymore. The patient then saw a health care provider (hcp) who programmed the device at the doctor's office. The hcp checked the stimulation and instructed that the stimulation be turned up 'one a week.' It was reported that a few days prior to the report the patient was noticing that there was a difference with trying to keep his tongue out of the way of his teeth and the device had not been incrementally turned up. It was noted that the battery was checked and was on. The left side was turned up from 4.1 volts to 4.2 volts. The right side was at 5 volts and could not be turned up any higher using the patient programmer. It was noted that the patient felt a little bit of a difference 'already.' It was reported that the hcp would be informed that the right side of the device could not be turned up higher with the patient programmer. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was turning off. It was unclear how patient's device was getting turned off. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 64001 lot# n214034, implanted: 2011 (B)(6), product type adapter product ID, 37651 lot# serial# (B)(4), product type recharger product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3387s-40 lot# v006341, implanted: 2006 (B)(6), product type lead product ID, 3387s-40 lot# v006341, implanted: 2006 (B)(6), product type lead. (B)(4).